Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the needle held during use (end, swage, tip, middle)? Can you identify the product code of the vicryl suture used? What tissue was the needle tip retained in? Does the surgeon plan to remove the needle piece from the patient? What is the surgeon opinion as to the causative factor for the needle breakage? Do you have the other half of the needle for evaluation? What are the patient weight and medical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2016 and the suture was used. During closure of uterine layers following delivery, the physician noted that the tip of the needle used for suturing was missing. Abdominal x-ray was taken in or and showed a tiny density in the left pelvis which could represent a tiny needle fragment. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: where was the needle held during use (end, swage, tip, middle)? Per surgeon, she thinks it was near the tip. Can you identify the product code of the vicryl suture used? No. What tissue was the needle tip retained in? Surgeon was suturing layer of the uterus; needle tip probably somewhere in the peritoneal cavity. Does the surgeon plan to remove the needle piece from the patient? No. What is the surgeon opinion as to the causative factor for the needle breakage? Either defective needle or grabbing needle near tip. Do you have the other half of the needle for evaluation? No. What are the patient weight and medical history? (B)(6), 40 wk gestation, prom, primary low transverse c-section performed. What is the current condition of the patient? No complications. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.